Manufacturer narrative:
Submit date: 12/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter. The customer reports shortly after uvc was placed, leaking occurred around the hub. There was no bending during tube placement. The uvc was removed as a result.